Event description:
Maersk medical was informed by disetronic medical systems, inc that a diabetic under continuous insulin pump therapy stated that the tubing separated from the luer lock connection, that attaches the tubing to the infusion pump. One used sample was returned for analysis.